Event description:
Customer states: prior to use on a patient during pre-testing a doctor confirmed the cuff would not be deflated. Caller confirmed no patient involvement.

Manufacturer narrative:
The sample is expected to be returned for analysis.